Manufacturer narrative:
Device analysis report attached. This report is submitted on july 25, 2023.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2023 due to no auditory sensation and poor performance with the device since activation. There are no plans to reimplant the patient with a new device as of the date of this report.